Event description:
This event was reported as valve explanted at implant due to possible problem with technique or patient anatomy, as seen on echo. Valve discarded at hospital. No further info was provided.